Event description:
The customer obtained a non-reproducible, lower than expected vitros glu result (vitros pv ii <10 mg/dl vs. Expected result of 287.1 mg/dl) from a single quality control fluid processed on the vitros 250 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros glu quality control result was obtained. Performance testing demonstrated that the vitros 250 system was operating as expected. The investigation found no evidence to suggest that either the vitros 250 or the vitros glu slide reagent had malfunctioned. Expected glu results were obtained from an alternate vial of freshly prepared quality control fluid. No instrument repair was required. A definitive root cause for the event could not be determined. However, user error in processing an incorrect sample fluid cannot be ruled out as contributing to the event.